Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet with a contact detach steel infusion set, with a manual fingerstick of 337 mg/dl and a dexcom g7 indicating ¿high,¿ and the ilet displaying 343 mg/dl prior to call conclusion; troubleshooting included a full supply change with confirmed insulin drops through disconnected tubing. Symptoms included hyperglycemia without reported clinical symptoms such as nausea, vomiting, or altered mental status. Outcomes included no emergency treatment and no hospitalization. Investigation included customer-guided troubleshooting and device-use education. Investigation of this case revealed no confirmed device malfunction, with adequate insulin flow observed during priming and supply change, and the cause of the elevated glucose remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.